Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis of the pump, model# 8637-40, sn (B)(4), found no anomaly. Upon interrogation, it was determined the pump was used to deliver baclofen (2,000.0mcg/ml, 525.5mcg/day). Analysis of the catheter, model# 8709sc, sn (B)(4), found coring in the seal of the connector cup. Slight damage was also seen on both retaining ring fingers. A leak was observed during pressure testing. Conclusion pertains to the pump, model# 8637-40, sn (B)(4). Conclusion pertains to the catheter, model# 8709sc, sn (B)(4).

Event description:
The pump and catheter were returned for analysis. The pump was replaced for end of life. No further information was provided.

Manufacturer narrative:
(B)(4).